Event description:
On 3/6/98, rptr's daughter developed either a reaction or an infection in the corneas of each eye, a specific cause of the problem was not determined. Physician said contact solution was responsible for causing the problem. Daughter has been using product for 1-2 years without a problem. Daughter given antibiotic drops, anti-inflammatory drops, and stopped using the product. Eyes cleared up. Problem reoccurred with reuse of solution. Rptr believes there should be a label warning about possible reactions to the solution which (accoridng to the ophthalmalogist) could lead to blindness.